Event description:
It was reported that a pt underwent an unk procedure on (B)(6) 2010 and suture was used. The needle was broken during the procedure. The broken piece did not remain in the pt. The procedure was completed with another same like device. There were no adverse pt consequences reported.

Manufacturer narrative:
(B)(4) - conclusion: no conclusion can be drawn at this time. Should add'l info be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch mfg records was conducted and the batch met all finished goods release criteria.